Event description:
It was reported that the patient was experiencing pocket stimulation at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's drg system was explanted to address the issue.

Manufacturer narrative:
A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The ate test results showed the stimulation output across all electrodes measured within specification and no cross electrode current leakage was observed that would have contributed to the observation.